Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and observed that the host pc did not boot up. During troubleshooting, fse identified that os disk led did not turn on. To resolve the issue, fse reconnected the disk bay cables. The system was returned to use in good working order. The codes were updated based on the investigation outcome.